Event description:
Report received of an overdelivery. The pump was returned to the biomedical engineering department with an unsigned note that stated, "pump over-infused." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing by the user facility, the pump reportedly delivered accurately. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.